Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with mild tortuosity, heavy calcification and 90% stenosis. No resistance was reported during advancement to the lesion. The 2.0 x 15 mm tenku balloon ruptured at 12 atmospheres (atm) during the second inflation. The procedure was completed using an unspecified balloon catheter. No adverse patient effects and no clinically significant delay of procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and g5/PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.